Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implantation was sometime during summer of 1994. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/31/2020, during visual inspection of the device, a tear on posterior view was noted, measuring approximately 1.0 cm. Additionally siltex cracking was observed in the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with an unspecified saline mentor breast implant 200cc and suffered from bilateral deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 325cc on (B)(6) 2020. This medwatch is for the right breast implant.